Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that blood glucose was 500 after giving a bolus for food. Customer gave a bolus ahead of time for lunch and blood glucose was 581 mg/dl. Issue was resolved with basal rate adjustment and blood glucose lowered to 358 mg/dl.